Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Pt weight: unk. Diopter: -09.00. (B)(4). Method: lens work order search. Results: a lens work order search revealed no similar complaint within the work order. Conclusions: no conclusion can be drawn: based on the complaint history and lens work order search, a specific root cause of the event could not be determined. (B)(4). Lens was not returned.

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6, -09.00 diopter implantable collamer lens in the patient's right eye (od) on (B)(6) 2015. The lens was explanted on (B)(6) 2015 due to patient dissatisfaction with headache and ophthalmodynia. No other lens was implanted.